Event description:
The customer reported having no image with s8-3t transducer on an ie33 system. No patient or user has been harmed as a result of this event.

Manufacturer narrative:
The s8-3t transducer has not yet been returned for evaluation. Additional information will be provided once the device is returned and evaluation has been completed.